Manufacturer narrative:
It was reported that, by seeing CT-image, it could be seen fractured at the center of the stent. It was impossible to review suspected device's DHR, because it was not confirmed serial no. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Duodenal structure where stent was implanted is curvy. Stent can be pressured due to patient's lesion status. However, it is hard to find out exact root cause for this complaint because the suspected device was not returned due to it was not removed from the patient, and it is difficult to reconstruct the situation at the time of procedure with limited information. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analysis.

Event description:
It was reported that the duodenal stent could be fractured. By seeing CT-image, it could be seen fractured at the center of the stent. The stent was placed about one year ago. No obstruction and problem with patient's condition and a scope can pass (with dementia). So it will be monitored how it goes. There were no patient complications as a result of this event.